Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During trouble shooting, the customer was told that the filters are overdue for replacement, external prefiltration filters were over 2 months old and the internal water filter was 10 months old. The water flow was severely restricted, which was confirmed visually. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor exhibited errors. During trouble shooting, errors e01, (indicating flow of water supply was weak) and e73 (indicating water supply was abnormal), were noted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of errors e01 and e73 could not be determined. It is possible that the reprocessing issue occurred due to mismanagement of water filter replacement by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water.¿ olympus will continue to monitor field performance for this device.